Event description:
Same case as 2134265-2014-06842 and 2134265-2014-06843. It was reported that auto pullback failure occurred. During a procedure, an ilab was used in conjunction with a bsc catheter. When the physician performed the intravascular ultrasound automatic pull back failed. The procedure was completed by performing manual pull back using the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2014-06842 and 2134265-2014-06843. It was further reported that the system did not recognize the opticross catheter until they pressed ok on the touch screen. Intravascular ultrasound (ivus) was done after they opened the vessel during st segment elevation myocardial infarction (stemi). Ivus did not cause stemi.

Manufacturer narrative:
(B)(4).